Event description:
It was reported that the patient experienced an inguinal and umbilical hernia coincident with peritoneal dialysis (pd) therapy. The inguinal and umbilical hernias were diagnosed after the start of pd therapy. Five days prior to receipt of this report, the patient had surgery to repair the hernias. The next day after surgery, the patient was hospitalized for an unrelated event. It was reported that the pd catheter was not removed and the patient was switched to hemodialysis to allow the surgical site to heal. The patient would remain on hemodialysis until the hernia repair surgery is fully healed and then the patient would switch back to pd therapy. At this time of the report, the patient was recovering from the hernia surgery. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.